Event description:
The lay user/pt contacted lifescan (lfs) in 2008, alleging that her one touch ultra easy meter displayed a battery indicator. A medical affairs specialist (mas) sent follow up questions and obtained the following info: the last time the pt obtained a blood glucose reading was on three days earlier at 8:15 am with a result of 7.5 mmol/l (135 mg/dl). The pt attempted to test her blood glucose that night at 8:00 pm and was unsuccessful due to the battery indicator on the meter. The pt did not exhibit any symptoms and did not attempt to replace the battery on the meter. Due to the battery indicator, the pt continued to take her diabetes regime on a regular basis. The pt did not withhold, increase or decrease her insulin due to the battery symbol on the meter. On the night of 02/03/08 prior to dinner, the pt attempted to test her blood glucose; however, was unsuccessful. She then ate dinner, which consisted of rice, vegetables and chicken. She took 25 units of novomix at 8:05 pm and ate a snack before going to bed. At 8:00 am on original date, the pt woke up exhibiting symptoms of "sweaty and dizzy". She attempted to test her blood glucose and meter still displayed the battery symbol. She then ate toast with butter and felt better shortly after. She did not seek any further medical or contact her physician for assistance. A normal blood glucose reading for the pt is between 8.0-9.0 mmol/l. The pt tests her blood glucose approx 5-6 times a day. The meter is not a new product (out of box) and the pt has not changed the battery per the owner's booklet. Customer care advocate (cca) sent the pt a replacement battery. There was no delay in treatment since the pt treated herself and felt better soon after eating. The complaint is being reported because the pt alleges the lfs product displayed the battery symbol and she was unable to test for two days prior to taking insulin. Afterward, she claims she experienced symptoms suggesting hypoglycemia.